Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) had an infection. The patient had a hematoma, which led to an infection, and system extraction. A revision was performed and the ICD with the right ventricular (rv) lead and right atrial (ra) lead were explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Furthermore, infection is a known medical risk when the skin barrier is breached. Analysis of the returned product is not able to provide relevant information for infection-related allegations.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) had an infection. The patient had a hematoma, which led to an infection, and system extraction. A revision was performed and the ICD with the right ventricular (rv) lead and right atrial (ra) lead were explanted. No additional adverse patient effects were reported.